Manufacturer narrative:
Concomitant medical products: product ID: 8785, lot# n708645, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8785, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via the return paperwork which indicated pump revision, intrathecal catheter, collet, ascenda intrathecal, catheter accessory kit 8785. No further complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis found catheter/pin connector/pin connector/collet is not fully locked in place. If information is provided in the future, a supplemental report will be issued.